Event description:
Patient underwent a lead repositioning procedure due to high thresholds. During the procedure, the physician opted to explant the lead due to concerns over the is-1 connector. The physician suspected lead fracture. Hence, the lead was replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.